Event description:
Per independent repair center statement, the irc5po2 concentrator will not start. The key failure was a defective power switch on the control panel. Additional malfunctions were defective tie wraps, o-ring and pilot valve along with a missing cabinet filter.